Manufacturer narrative:
Root cause: use error. Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was 200 mg/dl. Reportedly, customer was using apidra insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer reverted to manual injections for insulin therapy.